Manufacturer narrative:
Investigation into this event showed that negative results, matching the expected results, were obtained from alternate methods. The customer reported acceptable qc results and not analyzer malfunctions. Treating the sample with heterophilic blocking tubes yielded lower results than the untreated sample, suggesting the presence of a heterophilic antibody in the patient sample. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays." The root cause of the falsely elevated results is the presence of heterothallic antibodies in the patient sample.

Event description:
A customer observed elevated tsh results from a patient sample tested on the eci analyzer. The elevated results were reported and questioned by the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.